Event description:
Event description boston scientific received information that this right ventricular lead was only able to capture intermittently after the temporary pacing wire was removed after the implant procedure. The patient was still in the intensive care unit. The lead was surgically abandoned and replaced.